Event description:
Add'l info provided by the rptr indicates that sutures were required and the pt had a good outcome.

Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the certridge of the iol delivery system. The haptic was noted to be torn following insertion. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.